Manufacturer narrative:
(B)(4): the battery was dead when the subject meter was returned. The meter has passed testing with no faults found after the battery was replaced. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013 the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra meter was not powering on. This complaint was classified using the customer care advocate (cca) documentation. The patient reported on the day prior to the alleged issue on (B)(6) 2013 the patient was seen in a doctor's office and received no treatment. The patient reported the alleged issue first occurred on (B)(6) 2013 in the afternoon. The patient reported using oral medications with diet and exercise to manage her diabetes. The patient reported making no changes to her usual diabetes management routine. The patient reported on 01/15/2013 she developed symptoms of "blurred vision, headaches and sweating." It is not clear if the patient associates the symptoms with high or low blood glucose. The patient did not report any additional medical treatment in response to her alleged symptoms on the day of the alleged issue. At the time of troubleshooting, the cca confirmed that there was no misuse of the meter, and this was not the first time the meter had been used. The patient was found to be using the correct test strips and they were not counterfeit. The cca confirmed the battery did not need to be replaced. When the power button was pressed, the meter turned on. Replacement products were sent to the patient. This complaint is being reported because the patient claims due to the alleged issue he developed symptoms suggestive of an acute complication of diabetes.

Manufacturer narrative:
A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed.